Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application froze on (B)(6) 2016. Patient was advised to forget all bluetooth devices on their smart phone, reinstall the g5 applicaiton, restart the smart phone and then launch the g5 application again. No injury or medical intervention was reported.